Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) -- implanted about two years ago -- will be explanted due to concerns about premature battery depletion. (Charge time: 10.8 secs; voltage 2.48v) the device triggered elective replacement indicator status on (B) (6) 2010. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Boston scientific, crm will analyze this device upon receipt and provide additional information once the testing has been completed, and an updated report will be submitted.

Manufacturer narrative:
The device in this case has been lost in shipping and thus not analyzed. If the product is recovered at a later date, an amended report will be filed following completion of the laboratory process.